Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the proximal insulation was abraded which resulted in noise.